Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that she/he was hospitalized due to low blood glucose. Customer's blood glucose at time of admission was 27 mg/dl. The customer lost consciousness and the paramedic were call and taken to the hospital. The customer will monitor his pump and his blood glucose, the customer will call to complete his the low blood glucose and for the basal.